Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the remote manager was not unlocking. A field service engineer was unable to replicate the hardware application failure, replaced the mini switches, reseated the connections, and adjusted the manager's alignment to facilitate opening/closing, and resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a remote manager was failed to unlock the customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.